Event description:
It was stated that "mantis redux reduction tabs broke off during the reducing of the rod. This occurred on multiple screws causing the surgeon to need to abort mis surgery and perform the procedure open."

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: the implicated mantis redux screws were not available for evaluation as they were left implanted in the pt. Although three attempts were made, no additional information or lot number could be obtained. Complaint history analysis: this is the first complaint to have been received relating to the premature breakage of a mantis redux screw. Risk assessment: the reported failure resulted in the surgery being converted from mis to open surgery. The mantis redux screw tabs were safely removed from the pt and the open surgery was successfully completed. Conclusion: the failure is believed to be the result of the surgeon applying too much off-set force to the redux tabs during the seating of the rod. Additional information received confirmed that the mantis redux reduction helper had not been used during the surgery. The mantis redux surgical technique states "in case of challenging blocker seating, a reduction helper may be used. It strengthens the redux tulip arms during blocker insertion. Distraction/compression and construct tightening steps can be performed using the reduction helper in place."